Event description:
Revision of a 26 year old poly insert, securfit, for polyethylene wear. Patient presented with pain, x ray showed suspected poly wear

Manufacturer narrative:
Reported event: an event regarding alleged wear involving an unknown implant liner was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to report. Blood spots are visible all over the surface of device. From the photographs provided there is no evidence of wear for the device. Dimensional inspection: not performed as product was not returned. Functional inspection: not performed as product was not returned. Material analysis: not performed as product was not returned. Clinical review: a review of the provided medical records by a clinical consultant stated the following comment: undated x-ray: ap left hip uncemented tha reduced, nominal position, osteolysis gruen zones 1 and 7, minimal eccentric poly wear noted. Unlabelled photo of explanted intact metal modular head and poly insert with screw in insert likely from extraction technique - blood stained with minimal wear noted. No clinical or pmh, no dated serial x-rays, no operative reports, no examination of explanted components. Based upon the material available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case of a tha in situ for 24 years prior to revision. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: it was reported that patient was revised due to alleged wear involving an unknown implant liner . The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a 26 year old poly insert, securfit, for polyethylene wear. Patient presented with pain, x ray showed suspected poly wear.